Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl. The customer reported treating their blood glucose with 10 units of insulin by manual injection. Customer also reported a button error alarm on the insulin pump when they attempted to bolus. Customer's blood glucose 110 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. Failure analysis was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. No button error alarm noted. The insulin pump also had intermittent escape button due to corroded keypad trace. The insulin pump had cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.